Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Potential adverse events in the labeling with the indigo system include, but are not limited to, hematoma or hemorrhage at the site, vessel spasm, thrombosis, dissection, or perforation, ischemia, including death.

Event description:
On (B)(6) 2021, the patient underwent a thrombectomy procedure in the right superficial femoral artery (sfa) graft using an indigo system aspiration catheter 7 (cat7), a penumbra engine (engine), a non-penumbra sheath and a guidewire (0.035). No procedural complications or device malfunctions were reported. It was reported that thrombus was completely removed. On (B)(6) 2022, the patient was presented to the hospital with complaint of leg pain, right calf pain, right foot numbness and occlusion of right sfa stents. A medical procedure was performed to treat the patient condition and the patient's symptoms were resolved on (B)(6) 2022. The arterial thrombosis was reported to be a serious adverse event with a possible relationship to the index procedure and a possible relationship to the indigo system.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra clinical team on 11-march-2022: 1. Section b. Describe event or problem h3 other text : placeholder.

Event description:
On (B)(6) 2021, the patient underwent a thrombectomy procedure in the right superficial femoral artery (sfa) graft using an indigo system aspiration catheter 7 (cat7), a penumbra engine (engine), a non-penumbra sheath and a guidewire (0.035). No procedural complications or device malfunctions were reported. It was reported that thrombus was completely removed. On (B)(6) 2022, the patient presented to the hospital with complaint of leg pain, right calf pain, right foot numbness and occlusion of right sfa stents. A medical procedure was performed to treat the patient condition and the patient's symptoms were resolved on (B)(6) 2022. The arterial thrombosis was reported to be a serious adverse event with a possible relationship to the index procedure and a possible relationship to the indigo aspiration system. On (B)(6) 2022, an update was received indicating that the arterial thrombosis was unrelated to the indigo aspiration system and the index procedure.